Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and there was a broken valve identified. There were no further details regarding how the damage occurred or troubleshooting for it. No patient consequences were reported.

Manufacturer narrative:
On 8-apr-2025, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a preface® guiding sheath with multipurpose curve and there was a broken valve identified. There were no further details regarding how the damage occurred or troubleshooting for it. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. It was sent to cordis for further investigation. Visual and functional analyses of the returned device were performed following johnson & johnson medtech procedures. Visual inspection of the device revealed no signs of damages issues in the unit returned. A device history record evaluation was performed for the finished device number 18344627, and no internal actions related to the complaint were found during the review. The complaint reported by the customer was not confirmed, the hemostatic valve does not present any damages. The exact cause of the reported event could not be conclusively determined during the analysis. Exact cause of the reported event could not be conclusively determined during the analysis. The product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time. The instructions for use (IFU) contain the following recommendations: do not attempt to advance or withdraw the guidewire and/or catheter sheath introducer if resistance is felt. Stop the procedure and use fluoroscopy to determine the cause. Failure to do so may damage the sheath or catheter, or cause the gasket cap to detach. If significant resistance is encountered during introduction, use a 10f or larger introducer. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-jan-2025, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 4-feb-2025, bwi received additional information regarding the event. The hemostatic valve had a breakage--not a separation. It was confirmed that the hemostatic valve, brim cap, or hub did not have any separation or visible damages. As a result, the h6 medical device problem code for "material separation" (a0413) no longer applies and has been removed from this complaint. The h6 medical device problem code for "fluid leak" (a050401) was added to account for the identified leakage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).